Event description:
In 2006, pt was seen at emergency room and sent home. The following day, pt was admitted into the hosp. Pt was in a coma. Culture results were positive for pneumococci. The pt reportedly is improving and remains hospitalized.

Manufacturer narrative:
Tubes wer reportedly placed on february 9, 2006.